Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 67-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella cp support, hemolysis was reported. No further details were provided regarding positional assessment, measures taken, or resolution outcome. It was unknown whether adequate pump position was confirmed via imaging during the hemolysis event. The purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. Care was withdrawn. The patient subsequently expired. The death is conservatively being reported, although it is more likely attributable to the patient¿s underlying acute myocardial infarction and cardiogenic shock (scai stage d).

Manufacturer narrative:
B5: added additional information.

Event description:
Blood products and dialysis were not given to the patient. The pump was positioned deep. The pump could not be retrieved; the device was discarded.